Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The china customer reported the syringe was leaking and weak staining with some of the slides but the slides did not need to be retested. The field service engineer (fse) serviced the instrument and confirmed the issue. The fse replaced the syringe which resolved this malfunction. The customer was able to complete staining with the same instrument. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.